Manufacturer narrative:
The device was discarded. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the reported lot.

Event description:
It was reported that there was a total knee replacement and during the surgery the instrument cracked a piece broke off of the monogram knee balancer height guide. Could no longer use in surgery.

Event description:
It was reported that there was a total knee replacement and during the surgery the instrument cracked a piece broke off of the monogram knee balancer height guide. Could no longer use in surgery.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No device evaluation performed as no items were returned as the device was discarded. No medical records evaluation performed as no adverse consequences were reported. The exact cause of the event could not be determined as examination of the broken device is needed to complete the investigation for determining root cause. The reported event regarding a fracture intra-operatively of a monogram knee balancer height guide instrument was not confirmed.

Event description:
It was reported that there was a total knee replacement and during the surgery, the instrument cracked a piece broke off of the monogram knee balancer height guide. Could no longer use in surgery.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Discarded.